Event description:
It was reported that a surgeon saw a kink on the pt's electrode along with severe adhesion to the vagus nerve during the surgery on (B)(6) 2010, and decided to replace the lead as well as generator. Follow-up with the surgeon revealed that fibrosis can happen even in normal tissue and he did not visualize a lead fracture while doing surgery, only a lead kink. Good faith attempts to obtain the explanted products have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.